Event description:
It was reported that the patient had a high potassium level and there was a question if this could be causing t-wave over sensing (twos) on the right ventricular (rv) pace/sense/defib lead. It was also reported that the twos was causing the patient to receive a pacing rate lower than the programmed lower rate. The lead is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.